Event description:
During gyn surgery it was discovered that the pelvicscopy kit we thought was gas sterilized had only been cleaned and decontaminated. The hard aesculap instrument container we labeled as pelvicscopy instrument set had three external labels for this aesculap instrument container. Our concern and reason for filing this medsun report is our belief that there is a design failure as to these external indicators do not properly demonstrate clear view of indicator status. The external indicators are small in size and color is dark but should be more distinct color to note steam sterilization has occurred.as technology evolves, there are multiple varieties of indicators to allow the end user visualization if all parameters for sterilization have been met. In the past there was one indicator. The indicator color change was from white to black or a light color to a darker color. Current technology has many different color changes and sometimes the opposite of past technology. New color changes allows for subjectivity to color change. Some of the new indicators are small and difficult to visualize. Filter paper is difficult to visualize and needs to be larger in size. Staff are confused because some filter papers change colors and others do not. It is difficult for or staff to remember all the different forms of sterilization and indicators. Color changes does not allow for staff with color blindness.as a result, the sterile processing department tecnician will verify/scan the external indicators of all instruments and kits prior to leaving the central supply area before transport to the or. Also, staff awareness has been raised through education and posting of colored laminated cards in each or room displaying the different methods of sterilization with their indicators, locks, tape, and filter paper. No standardization in the industry for sterilization compliance.